Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 500s (mg/dl). Customer administered a correction bolus with the pump to treat bg levels; however, bg levels continued to rise. Customer was then admitted to the hospital on (B)(6) 2016 for bg levels and diabetic ketoacidosis. While in the hospital, customer was treated with intravenous fluids and insulin. Customer was released from the hospital on (B)(6) 2016. Troubleshooting with tandem technical support on (B)(6) 2016 indicated that the pump was performing as intended. Recommendation was made to contact tandem technical support for troubleshooting future bg events.